Manufacturer narrative:
The events of "breast incision opened, infection, and red breast syndrome" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: "breast incision opened, infection, and red breast syndrome".

Event description:
Patient reported "breast incision opened, infection, and red breast syndrome" for an unknown side. The manufacturer of the device is unknown. Device has been explanted. This record is for the left side.